Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a spondylodesis of c5 to c7 the patient was implanted with hardware. During an annual revision on (B)(6) 2012, x-rays revealed two of six broken locking screws, and the cervical spine expansion head screws to be broken or damaged. Revision surgery took place on (B)(6) 2012. This is 2 of 14 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date reported as (B)(6) 2011. No part number reported, hence no 510k number can be provided.